Manufacturer narrative:
(B)(4). Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a burn occurred on the pt's arm at the return pad site. The incident sample has discarded by the customer and the lot number is unk. The site has not provided any further information.